Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event (including device serial number); however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The log file contained approximately 8 days of data ((B)(6) 2021 per the timestamp). The log file captured a loss of ac power while connected to the mpu on 15feb2021 from 13:17:50 to 13:17:55, resulting in power cable disconnect, low voltage hazard, and no external power alarms. The loss of power is consistent with the provided information that the patient accidentally disconnected the ac power cord from the wall. The system controller backup battery supplied power to the system without issue during the loss of external power. The alarms cleared when the mpu was reconnected to ac power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. The root cause of the reported event was determined to be the patient disconnecting the mpu ac power cord from the wall outlet. Heartmate 3 patient handbook , under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) , under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low speed advisory, low flow, lvad off, driveline disconnect, no external power, power cable disconnects and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the mpu. This section informs the user of how to properly plug the mpu ac power cord into the wall outlet and into the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report number: 2916596-2021-01052. It was reported that the patient presented to the clinic with two alarms on their controller. On (B)(6) 2021 the controller alerted to a pump off and driveline disconnect. The patient does not remember his controller alarming on this day, denies an audible alarm, and denies disconnecting their driveline. On (B)(6) 2021 the controller alerted for no external power and the patient admitted to accidentally disconnecting from wall power. The customer had no further concerns about this alarm and re-educated the patient. Technical services reviewed the log file and observed 5 pump stops that were recorded on (B)(6) 2021 between 12:51:05 and 12:52:28. It appeared that the events were caused by electrostatic discharge (esd). Ts explained that the pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 3 to 8 seconds and restarted promptly as designed.